Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records found no deviations or anomalies. This device is used for treatment. A complaint history search found no other complaints for the part and lot combination. The surgeon tried to insert the device multiple times and then opened second insert that seated in the first time. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat properly. Another surface was used to complete the surgery.